Event description:
(B)(6) reported a (B)(6) quadriplegic was implanted with a pediatric lcp hip plate and screw on (B)(6) 2010 with a goal of the patient being able to sit up in a wheel chair. Three weeks later, during a post op visit, an x-ray showed a 20 degree loss of correction of the neck screw.

Manufacturer narrative:
Device was used for treatment. The exact part number could not be identified. Device was not returned to manufacturing. Device is not distributed in the united states, but is similar to device marketed in the USA. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.